Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the data, and the thresholds and impedances were in normal range. Further monitoring with the cardiologist was recommended. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).